Event description:
A malfunction was reported on a pump by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reemerges, which the customer acknowledged and understood.